Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. These were considered to be normal and expected. Lead fragments were still attached to the device. At a next step of the pacemaker analysis, the device was interrogated showing the battery status eri since (B)(6) 2014 due to cold environmental conditions such as storage or transport after the explantation procedure. During the further course of the analysis the battery status eri was reset showing a remaining service time of two years and nine months. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - the last follow up was four months ago and the calculated eri has gone from 3 years 1 month to 0 years 0 months. There were no change in the parameters, output etc. Eri calculation is unreliable.